Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Type of procedure or technique used: open perc screws with instrumentation system levels implanted: l3-4 it was reported that intra-op, the product broke. The product come in contact with the patient. No fragment of the implant or instrument remaining in the patient.